Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward, after being worn on the abdomen between 4 and 24 hours. Indicating a failure of the needle mechanism. The patient's blood glucose levels exceeded 250 mg/dl. A new pod was applied as treatment.